Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d224trk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the clinic due to a right ventricular (rv) lead impedance alert. The device indicated several high impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.